Event description:
Resident was being transferred from a shower chair to bed with the vander-lift model 450. The two straps on the vander-lift sling broke (both straps holding up legs) and the resident fell to the floor.